Event description:
It was reported that the bd bactec¿ mgit¿ 960 system produced false positive cultures, which were reloaded after using a microscope to confirm there were no organisms present. There was no indication that results were reported to clinicians, and there was also no report of patient impact. The following information was provided by the initial reporter: "customer has detected and increase in false positive cultures. Cultures are reloaded after microscopy shows no organisms present. Possibly a calibrator issue."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: this complaint alleges a false positive issue on a mgit 960 instrument (p/n 445870, s/n (B)(6) ). The customer called in to report an increase in false positive cultures detected. The applications specialist (as) reviewed the customers workflow and discovered that the customer was using the incorrect volume of pbs tubes. The customer returned to their original protocol of using 2ml pbs tubes and the false positive issue resolved. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, mg4105 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument mg4105 and no additional work orders were observed for the complaint failure mode reported. Root cause is customer workflow. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of january. The upper control limit was not breached, and trends were not identified associated with this defect. CAPA is not required as no trends were identified, and this complaint is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 system produced false positive cultures, which were reloaded after using a microscope to confirm there were no organisms present. There was no indication that results were reported to clinicians, and there was also no report of patient impact. The following information was provided by the initial reporter: "customer has detected and increase in false positive cultures. Cultures are reloaded after microscopy shows no organisms present. Possibly a calibrator issue.".